Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The subject device is not available for return, and will not be evaluated by edwards. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the edwards' valved conduit was explanted from the pulmonary position after an implant duration of approximately 69 months. Through follow-up, it was reported that the reason for explanting the device was conduit valve stenosis and insufficiency. Preoperative diagnosis indicates, "right ventricle to pulmonary artery conduit stenosis and insufficiency, intermittent non capture ventricular pacing lead, double outlet right ventricle, transposition of the great arteries, status post rastelli procedure (2005) with 14mm carpentier-edwards porcine valve conduit [subject device], status post placement of dual chamber epicardial pacing system (2005), status post modified blalock taussig shunt (2004)". Operative findings indicate, "the conduit was stenotic with the valve retracted and essentially non functional".